Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
The doctor reported rupture of right implant confirmed by CT scan. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture of right implant confirmed by CT scan. The device was explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis was performed which identified: sharp broken opening on the posterior side, flat creases, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken opening on the posterior side due to an unidentified (tear) opening.

Event description:
The doctor reported rupture of right implant confirmed by CT scan. The device was explanted.